Event description:
Customer reported unexpected positive reactions at immediate spin with gammaclone anti-d (monoclonal blend) when testing a previously typed rh-negative pt. Methodology is tube testing. Pt did not receive her prenatal rhig as a result of the unexpected positive reaction. Repeat testing using gel method resulted as negative at the weak d phase. The pt was previously typed as rh negative at another facility using immucor anti-d (monoclonal blend) series 4.

Manufacturer narrative:
The customer did not return product for investigation testing. Retention gamma-clone anti-d (monoclonal blend), lot dmb63-3, was tested with in-house donor samples of various rh phenotypes, including weak d. The expected reactivity was observed in all testing. The customer sent sample for investigational testing. The sample was tested with retention anti-d, lot dmb63-3, and with other mfrs' anti-d blood grouping reagents. No reactivity was observed in all phases of testing with all anti-d reagents tested. The pt's sample typed as d negative. The sample was also tested for weak d using capture-r select, lot sc056. The sample was nonreactive with retention anti-d, lot dmb63-3, in manual solid phase tests.